Event description:
It was reported that all three icons of the device (chargepak, attention and wrench) were illuminated after recently replacing the battery charger. Physio-control evaluated the device and verified the reported issue. The device was unable to power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control determined the cause of the failure to be an electrically leaky filter, designator fl10, from the analog pcb assembly due to process residue on the board surface. A replacement device was provided to the customer.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-02/08/2013-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-02/08/2013-001c is relevant to this reported issue.